Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6), full event site name: (B)(6), full event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had unexpected shutdown of an iabp on-patient. Users swapped with other iabp to allow therapy to continue. No injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) powered off. Users swapped with other iabp to allow therapy to continue. Unit was given to medical physics for investigation. Unit powered up and allowed us to investigate logs. Unit also powered down during this. The unit would not power up at all afterwards. It was suspected that the unit had a faulty power management board, so swapped it from another unit. This resolved the issue and allowed the unit to power up. Re-installed the faulty power board to verify and again the machine wouldn¿t power on. The power management board was removed and replaced with a working unit for the purpose of fault finding. Part removed: pcba, power management, part number on board: 0670-00-1162. Unit works with replacement board. There was no patient harm. Per a getinge sales manager, repair is not completed as a new power management board needs to be replaced and they are on hold at present. Service report will not be provided as engineers did the work in-house. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part pcb, power management, rohs with a reported unit failure of: unexpected shut down. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat dept. Attempted to turn the cardiosave on, however the unit would not turn on. The power management board would not turn the cardiosave on. The board failed testing. The board is an older revision and will not be sent back to the supplier. Retaining the board in the fat dept. Per procedure. The most probable root cause for the reported per the dfmea is component reliability.

Event description:
N/a.